Event description:
It was reported to the manufacturer that the handheld did not charge after being plugged in overnight. The handheld and flashcard have been returned to the manufacturer. Product analysis on these products is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.